Event description:
The customer reported that an error message 3426 ("irrigation output valve error. Infusion/irrigation and extraction functions will be disabled") was displayed during a surgery. Patient harm is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).